Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of over infusion was verified. The event log did not show any related errors. The expulsor will be replaced in service. Use testing was performed. The problem source is defective component of the expulsor.

Event description:
Additional information received: no patient involvement, occurred during testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump over infused. No adverse effects were reported.